Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), device breakage ("fragmented essure devices were removed") and genital haemorrhage ("abnormal bleeding (general") in a 40-year-old female patient who had essure (batch no. B34599) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test was not conducted". The patient's past medical history included kidney stones and cholecystectomy in 2012. Concurrent conditions included obesity and blood pressure high since 2013. Concomitant products included amlodipine since 2013. In 2013, the patient experienced dysmenorrhoea ("painful menstrual cycles"), vaginal haemorrhage ("heavy vaginal bleeding") and weight increased ("weight gain"). On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), nausea ("nausea"), allergy to metals ("nickel allergy") and abdominal pain lower ("right lower quadrant abdomen"). The patient was treated with surgery (had procedure to remove essure implant-bilateral salpingectomy) and surgery (had procedure to remove essure implant-bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, dysmenorrhoea and abdominal pain lower had resolved and the device breakage, genital haemorrhage, dyspareunia, abdominal pain, nausea, vaginal haemorrhage, fatigue, allergy to metals and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, device breakage, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.5 kg/sqm. Most recent follow-up information incorporated above includes: on 4-apr-2018: reporter information, patient details, other relevant history, product information, concomitant drug and events- abnormal bleeding (general), fatigue, nickel allergy, weight gain, right lower quadrant abdomen, fragmented essure devices were removed and essure confirmation test was not conducted were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), device breakage ("fragmented essure devices were removed") and genital haemorrhage ("abnormal bleeding (general") in a 40-year-old female patient who had essure (batch no. B34599) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test was not conducted". The patient's medical history included kidney stones and cholecystectomy in 2012. Concurrent conditions included obesity and blood pressure high since 2013. Concomitant products included amlodipine since 2013. In 2013, the patient experienced dysmenorrhoea ("painful menstrual cycles\dysmenorrhoea (cramping)"), vaginal haemorrhage ("heavy vaginal bleeding") and menorrhagia ("menorrhagia") and was found to have weight increased ("weight gain"). On (B)(6)2013, the patient had essure inserted. On (B)(6)2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6)2013, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), nausea ("nausea"), allergy to metals ("nickel allergy") and abdominal pain lower ("right lower quadrant abdomen"). The patient was treated with surgery (had procedure to remove essure implant-bilateral salpingectomy). Essure was removed on (B)(6)2013. At the time of the report, the pelvic pain, dysmenorrhoea and abdominal pain lower had resolved and the device breakage, genital haemorrhage, dyspareunia, abdominal pain, nausea, vaginal haemorrhage, fatigue, allergy to metals, weight increased and menorrhagia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, device breakage, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.5 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-mar-2019: pfs received. Event menorrhagia added. Reported event updated to painful menstrual cycles\ dysmenorrhoea (cramping). Incident: we received a lot number sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), device breakage ("fragmented essure devices were removed") and genital haemorrhage ("abnormal bleeding (general") in a 40-year-old female patient who had essure (batch no. B34599) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test was not conducted". The patient's past medical history included kidney stones and cholecystectomy in 2012. Concurrent conditions included obesity and blood pressure high since 2013. Concomitant products included amlodipine since 2013. In 2013, the patient experienced dysmenorrhoea ("painful menstrual cycles"), vaginal haemorrhage ("heavy vaginal bleeding") and weight increased ("weight gain"). On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In october 2013, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), nausea ("nausea"), allergy to metals ("nickel allergy") and abdominal pain lower ("right lower quadrant abdomen"). The patient was treated with surgery (had procedure to remove essure implant-bilateral salpingectomy) and surgery (had procedure to remove essure implant-bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, dysmenorrhoea and abdominal pain lower had resolved and the device breakage, genital haemorrhage, dyspareunia, abdominal pain, nausea, vaginal haemorrhage, fatigue, allergy to metals and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, device breakage, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.5 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), nausea ("nausea") and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery (had procedure to remove essure implant). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, nausea and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, nausea, pelvic pain and vaginal haemorrhage to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.